Event description:
The manufacturer received information regarding a dreamstation auto CPAP. The device was returned to a third party service center. During visual inspection of the device, there is a visible foam particles in the device. The device was routed to scrap. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient.

Manufacturer narrative:
Device received by third party.